Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to two pinholes located in the distal section of the body of the balloon, thereby confirming the reported event. Microscopic inspection was done and confirmed the balloon had two pinholes. It is possible that interaction with scope and other sharp devices during procedure could create friction on the balloon, causing the balloon pinholes during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that contrast was squirting out of a hole in the side of the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that contrast was squirting out of a hole in the side of the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.